Event description:
Ous MDR - it was impossible to interrogate the ICD so it was explanted and replaced with a new lumax and the same happened some days after surgery. It was discovered that the ICD lead was fractured. The implant, explant and event dates were not provided.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
The analysis of both icds revealed that the icds were not interrogatable, confirming the clinical observation. The inspection demonstrated that both icds had equally been damaged due to a shock delivery into an external short circuit. These findings are consistent with the damages observed on the lead, which can be considered to be the root cause of the issues as mentioned in the complaint description. The analysis did neither for the icds nor the lead reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Corrected implant and explant dates have been obtained.